Manufacturer narrative:
The product is not available for evaluation, as it remains implanted; additional info will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states.

Event description:
The report received from the study indicated that eight months post index procedure, the patient underwent percutaneous transluminal coronary angioplasty (ptca) of the target lesion. The index procedure included treatment of the target lesion in the proximal right coronary artery (rca). The lesion was non-calcified chronic total occlusion (cto) with timi flow 0 and presented omolateral bridging collaterals. The lesion was pre-dilated to 8 atmospheres (atms) and the stent was deployed at 14 atms. Also treated during this procedure was non-calcified cto lesion in the distal rca; this lesion was treated with balloon angioplasty. Eight months post index procedure, the target lesion presented 90% intrastent restenosis with timi 3 flow. Consequently, the patient underwent re ptca.